Manufacturer narrative:
(B)(4). Baxter synovis completed the investigation. Sample evaluation was performed and it was determined the complaint was not confirmed. Visual inspection was performed and found the suspected foreign material was actually discoloration in the tyvek pouch material. It was located in the top (chevron) seal of the outer pouch. No material that could be easily removed or appeared to be three dimensional was observed. Baxter synovis noted that a possible root cause of the discoloration could be due to overheating of the sealer when the outer pouch was sealed, however a definitive root cause was not determined. Batch record review was performed and no issues were found that could have contributed to this event. All release/testing specifications were met for this product lot. According to baxter synovis, no corrective actions or changes are necessary at this time as all manufacturing procedures, requirements, specifications and inspections were satisfied. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Event description:
Customer reported: we have found foreign matter in pouches of probe. No additional information provided.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body in the product pouch was obviously identified prior to use, so in this case there was no possible harm or injury of patient. If such type of malfunction or hazard would recur and user did not recognize the foreign body prior to use, it possibly can be transferred to the treatment site of the patient. In a worst case scenario, this may lead to a foreign body reaction and sterile vascular inflammation or thrombotic reaction which only in exceptional cases may cause serious harm or injury. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.